Event description:
Device 2 of 2. Reference MFR report #: 3006705815-2019-01597. It was reported that one of the patient's leads had high impedances on all contacts. In turn, surgical intervention was undertaken wherein the patient's system was explanted and replaced. Postoperatively, patient has effective therapy. As it is unknown which lead had high impedance, both leads are being reported.